Manufacturer narrative:
Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. "Il" was selected as the representative state.

Event description:
It was reported that bd the following information was provided by the initial reporter: she saw another complaint from another customer in this forum program she uses this morning. Query: based on the information you provided about seeing another report from a different customer on that forum, we have opened complaint pr# (B)(4) to record this issue. To perform a thorough investigation, could you please provide us with the following 1. Material & lot number 2. Sample availability? 3. Patient harm, if any 4. Date of event response 2/19/2025: I don¿t have any of that. And no patient harm because the coring was realized before the product was used.